Event description:
This report is based on information provided by philips field service personnel (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm 100 defibrillator/monitor indicating that "therapy delivery test failed" appears. The device was not in clinical use at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the dfm 100 defibrillator/monitor indicating that "therapy delivery test failed" appears. The device was not in clinical use at the time the issue was discovered. Results of functional testing indicate that originally, no problems were found, the device was fully functional. The engineer returned onsite and was able to locate a faulty capacitance assembly. The capacitance assembly was replaced and the device passed all functional testing and remains at the customer site. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.